Event description:
It was reported that there was air detected in reservoir. No pt complications were reported.

Manufacturer narrative:
Visual/other/alleged failure could not be duplicated: customer report was not able to verify due to blood clot inside vamp system. Rec'd flo trac - vamp adult kit. Heavy blood clot was found inside entire vamp tubing. Attempt to flush out blood out of the vamp system failed. It was not able to achieve flow through the vamp system. Thus no leak or flow test was able to perform on the unit.